Manufacturer narrative:
Section b5 has been updated and corrected with additional information provided by the customer.

Event description:
The customer observed false positive architect total b-hcg and provided the following data for a female patient diagnosed with irregular menstruation: the initial test result of 1:15 dilution was 2785.30 iu/l, and the retest result was <1.2 iu/l (customer reference range < 5 iu/l is negative). Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management. Update: the customer subsequently informed that the elevated result had been sent to the patient, but the doctor questioned the result and asked the ultrasound department to re-examine the ultrasound again, which was equivalent to an additional ultrasound examination for the patient.

Event description:
The customer observed false positive architect total b-hcg and provided the following data for a female patient diagnosed with irregular menstruation: the initial test result of 1:15 dilution was 2785.30 iu/l, and the retest result was <1.2 iu/l (customer reference range < 5 iu/l is negative). Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management. Update: the customer subsequently informed that the elevated result had been sent to the patient, but the doctor questioned the result and asked the ultrasound department to re-examine the ultrasound again, which was equivalent to an additional ultrasound examination for the patient.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 59328ud03, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 59328ud03 and for architect total b-hcg reagent. However, in house testing of a retained reagent kit concluded acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Furthermore, the overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 59328ud03 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 59328ud03 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 7k78-78 that has a similar product distributed in the us, list number 7k78, with 510k/PMA/bla number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg and provided the following data for a female patient diagnosed with irregular menstruation: the initial test result of 1:15 dilution was 2785.30 iu/l, and the retest result was <1.2 iu/l (customer reference range < 5 iu/l is negative). Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.